Manufacturer narrative:
This report is for an unknown veptr/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: javier pizones et, al (2018), decision making of graduation in patients with early-onset scoliosis at the end of distraction-based programs: risks and benefits of definitive fusion, spine deformity vol. 6(3,) pages 308-313 (spain). The aim of this study is to evaluate the medical records from a cohort of consecutive eos patients treated with distraction-based techniques until skeletal maturity to establish founded criteria for ¿¿graduation¿¿ decision making and determine the outcomes in terms of risks and benefits of definitive fusion. A total of 28 patients with a mean age of 8±3 years were included in the study. Of these patients, 13 patients (6 male and 7 female) with a mean age of 3.5 years underwent final posterior spinal fusion (psf) and 15 patients (3 male and 12 female) with a mean age of 2.6 years were observed. 23 patients were treated with traditional growing rods and 5 patients were treated with unknown synthes vertical expandable prosthetic titanium rib (veptr). The mean duration of follow-up was 8.3 years. The article did not specify which of the devices were being used to capture the following complications: coronal balance worsened by 2.3 + 30.8 mm. 2 patients did not pass the aimed 18 cm of t1-t12 height at the final follow-up. This report is for a vertical expandable prosthetic titanium rib (veptr). This is report 1 of 1 for (B)(4).